Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that approximately 8 months post implant of a bifurcated device and a suprarenal aortic extension, the patient presented emergently to the hospital emergency room with unknown symptoms. The hospital performed a computed tomography (CT) scan which indicated the patient had an endoleak at the bifurcation. The physician elected to correct the endoleak by implanting another bifurcated device and a suprarenal aortic extension. The patient received two units of blood. The patient did well during the procedure and was stable.

Manufacturer narrative:
Based upon the investigation findings, the reported event has been confirmed. Adequate medical documentation and imaging studies were available for this review. Product use was incongruent with the IFU due to: the dual angled aorta (60.2 and 67 degree bends). Cautionary product use conditions that might have contributed to this event included: severe calcifications at the bifurcation and iliacs. Patient factors that might have contributed to this event included a fall that preceded the abdominal pain and weakness. One week post implant, there was evidence to support a partial stent collapse approximately 3 cm superior to the bifurcation along with a hazy fabric border, which might have represented an early, small endoleak. There was no evidence of a type ii endoleak. Eight months post implant, the patient was in their usual health until they experienced a fall two days prior to presenting to the emergency room with weakness and abdominal/flank pain. A CT scan detected a larger type ii endoleak (without rupture), but this study was not available for review. The next day, patient declined rapidly, coded, and the CT scan on this day (two days later from the initial CT scan) a rupture and type iiib endoleak was confirmed. The patient survived the relining, but there was technical difficulty deploying the bifurcated device. The first device had to be removed after it caught on struts, and partially deployed in the common femoral artery. The suprarenal and the second bifurcated device were placed, however, this elongated the procedure time and increased blood loss. Four days post implant, there was evidence to support these complications: status post cardiac arrest, hemorrhagic shock, non st elevation myocardial infarction, acute renal failure, and ventilator dependent respiratory failure. The family decided to stop medical treatment; the patient was extubated and transferred to hospice care. By deductive reasoning, death was confirmed by the discharge date from the hospital, which occurred on the same day the patient was transferred to hospice care. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause could not be determined based upon available information. However, patient anatomy (dual angled aorta and calcifications) and other patient factors (fall) may have contributed to this event. Outcomes to adverse event: outcomes attributed to adverse event.